Event description:
Boston scientific received information that during a replacement procedure for normal battery depletion, the physician was unable to remove the right ventricular (rv) lead from the pacemaker as the ring electrode setscrew would not open. Due to the physician's aggressive attempt to remove the lead, the lead body below the terminal boot separated from the terminal pin and stretched the conductor coil. Thus the lead was deemed inoperable and the physician surgically abandoned it. The device was removed as intended for normal battery depletion. A new rv lead was successfully implanted with the new pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No issue were found with the device setscrews; all setscrews moved freely when a wrench was fully inserted. There is evidence in the vring setscrew hexslot that a wrench was not fully inserted when turned and could possibly be the reason for the difficulty loosening the setscrew in the field.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.